Event description:
It was reported that the right ventricular lead showed high impedance measurements with the high voltage-b electrode and superior vena cava coil. A fractured coil was suspected. The lead detection was turned off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device was analyzed and revealed high resistance/impedance, with 1 - patient alert for out of tolerance subthreshold lead impedance on (B)(4)-2011 02:15:05. The weekly hv-lead impedance trend data showed various spike increases for max defib and svc defib impedance = 53 to 324 ohms range between (B)(4)-2011.